Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The sensitivity of the lead was adjusted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing (B)(4) 5 - lfp high rate-ns <= 212 ms average v-cycle on (B)(6) 2012 in the timeframe between 20:58:48 and 22:00:14.1 - vf=210 ms average v-cycle on (B)(6) 2012 at 21:13:48.